Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that screen of insulin pump was flashing. Customer also stated that insulin pump had unspecified insulin pump error alarm. Customer stated that battery cap was not damaged. The customer also stated that the insert battery alarm did not display on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.